Event description:
T2 did not deploy. The 1st t stayed in the pt unsupported and t2 did not deploy. No other info is available.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)